Manufacturer narrative:
The root cause was due to a hole in the vacuum rinse tubing. The service actions (replacing the failed rinse tubing) resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The na electrode expiration date was not provided. The c501 analyzer serial number was (B)(6). Qc was acceptable. The field service engineer found a hole in the vacuum rinse tubing. He replaced the failed rinse tubing. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas 6000 c501 analyzer when compared to a different analyzer. Results for the sodium (na) test were affected. Initial result: 166 mmol/l. Repeat result: 142 mmol/l.